Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The preloaded wireguide was not returned with the device. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the catheter bent at 110.3cm and 111.5cm distal from the handle. The catheter was broken at 116.9cm from the distal tip with the balloon attached. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The catheter was broken at 116.9 cm distal from the handle. Additional information received indicated that lubrication was not applied to the balloon prior to advancement through the endoscope. The IFU states: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." In addition, it was stated physician held the catheter against the handle of the scope. These factors are the most likely cause of the reported complaint. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that lubrication was not applied to the balloon prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the device catheter broke near the biopsy port, which prevented proper inflation. This occurred after initial inflation. This was a direct result of the physician holding the catheter against the handle of the scope, which created excessive force on the catheter near the biopsy port. The procedure was successfully completed with a third device of the same gpn. The doctor intentionally broke the catheters in half to make it easier to remove them from the scope. The device was evaluated on 19dec2023, this device returned with the catheter broken at 116.9cm which would be inside the scope [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.